Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during an ipg revision procedure on (B)(6) 2021, the lead was explanted and replaced due to a fracture. Effective therapy was established postoperatively.